Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between (B)(6) 2007 and (B)(6) 2010.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device was not returned for analysis. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in the journal of cardiovascular interventional radiology that the patient suffered a dissection during the predilation stage of the procedure. However after the stent was successfully implanted in the inferior basilar artery the dissection disappeared. The patient had no new neurological deficits following this event. No other information was provided.

Event description:
It was reported in the journal of cardiovascular interventional radiology that the patient suffered a dissection during the predilation stage of the procedure. However after the stent was successfully implanted in the inferior basilar artery the dissection disappeared. The patient had no new neurological deficits following this event. No other information was provided.